Manufacturer narrative:
.

Event description:
The customer reported that the ventilator alarmed with blower temperature too high occurrence. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Follow-up: root cause: failure analysis on the motor controller (mc) pcba shows that it passed all testing. A high blower temperature alarm (1122 & 1002 error code) could not be duplicated. There were no faults found with the motor controller (mc) pcba.

Manufacturer narrative:
Updated .